Manufacturer narrative:
Balloon valvuloplasty is performed to open up the stenotic valve prior to thv deployment. Regurgitation after bav is not uncommon and may vary in severity. Typically, this is resolved by deployment of the new valve. Patients undergoing the tavr procedure can be non-operative or high risk, have complex medical histories and multiple co-morbidities. These patients may require hemodynamic support if they are symptomatic to new regurgitation and significant hypotension may result. Intra-operative hypotension is very common during the tavr procedure and is treated with standard therapies, including vasoactive drugs. It is not uncommon to initiate brief chest compressions or cardiac massage to facilitate distribution of these vasoactive drugs. In this case, the balloon aortic valvuloplasty (bav) procedure itself caused the reported ar and subsequent hypotension and bradycardia, which resolved after the deployment of the valve. There was no allegation or indication of a device malfunction. Mitral regurgitation in tavr can occur from chordae tendinae entrapment during advancement of the guidewire, bav catheter, or delivery system and is most likely to occur with antegrade approaches, however, can occur with a retrograde approach. This can result in transient mitral insufficiency which may resolve upon removal of the devices. In this case, it appears that the post bav severe ar with subsequent hemodynamic instability was due to the native aortic valve ncc remained open. The cause of the worsening mr post bav is unknown. However, no injury of the mitral valve apparatus was observed during the exploratory surgery. Per report, after the acute aortic regurgitation appeared, the anterior cusp of native mitral valve slowly lost the mobility and led to mitral regurgitation. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by our (B)(4) affiliate, during a transfemoral tavr procedure, the hemodynamics collapsed after bav and the patient was converted to surgical operation. Since the patient had pulmonary fibrosis and low lung capacity, it was determined that the patient was not a surgical candidate and tavr was performed. The aortic valve diameter was 23.3mm by tee, which was borderline size for a 26mm and 29mm sapien xt valve; therefore, it was decided to determine the valve size by performing bav with a 25mm balloon. After induction of anesthesia, the blood pressure (bp) was 85/48mmhg. When the bav balloon crossed the native annulus, the bp decreased to the 60's mmhg. It was determined to be caused by crossing the bav balloon, bav was performed under rapid ventricular pacing (rvp). After the bav, the bp did not recover and it was in the 30's mmhg. Tee showed worsening of aortic regurgitation (ar) from mild to severe. Ventricular fibrillation (vf) occurred and the patient was defibrillated back into normal sinus rhythm but hypotension remained. After acute ar was observed, tee showed that the anterior cusp of mitral valve gradually lost mobility and resulted in mitral insufficiency, and which caused increase of mitral regurgitation (mr). Percutaneous cardiopulmonary support (pcps) was initiated. The bp recovered to the 80-90's mmhg but it dropped immediately and could not be maintained. Since both the mr and ar were increased, there was concern of a possible mitral valve injury. The patient was converted to surgical operation and cardiopulmonary bypass (cpb) was initiated. There was no injury in the chordae tendineae and no mitral valve insufficiency was noted; therefore, no treatment was performed for the mitral valve. An echo doctor commented "after acute aortic regurgitation appeared, the anterior cusp of native mitral valve slowly lost the mobility and led to regurgitation in echo&#56224; the non-coronary cusp (ncc) remained open. Surgical aortic valve replacement (avr) was performed with a 21mm magna ease and the procedure was completed. Since the hemodynamics could not be maintained, cpb was converted to pcps and the patient was transferred to the ICU with intubated. The patient had been monitored at ICU; however, heart failure got worsened and the patient status did not change and the patient expired on post-operative day 6.